Manufacturer narrative:
Pt. Info.: unknown/ not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter: email address: unknown/not provided, as information was asked but not provided. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records review for this production order shows that the units were released within specification. A search of complaints related to the production order was performed. The search revealed that no other complaints have been received for this production order (po). Conclusion: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, or escalations are required. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting an intraocular lens (iol) into the eye, the haptic of the iol did not unfold. Iol was removed and replaced. The surgery was completed with another iol. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 23 feb 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received with no issues and coated in viscoelastic residue. The lens was cleaned, and presented with no cosmetic issues that could have contributed or caused an unfolding issue. The complaint issue could not be confirmed, and no product deficiency could be identified. No issues were identified with the suspect iol. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.